Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. However, it was observed that flickering vertical lines occurred on the image which was determined to be due to the failure of the printed circuit (qb) basal plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As the result of confirming the monthly analysis report, there was no increase in trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of flickering image was confirmed. During testing, it was found the image had flickering vertical lines due to a fault within the qb board. The lcd panel had a burned-in image. The monitor had a cracked bezel, and the rear panel was discolored due to overheating. The printed circuit board (pcb) was also discolored due to overheating. The keypad assembly was rusted, and the device also required a software upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Approximately one and a half hours into a patient¿s plasma exchange treatment, the multifiltratepro machine started alarming and then the screen froze. The unspecified alarm that occurred was simply described as a persistent tone and red alarm. A video of the machine alarming was provided for review. The nurse could not stop the alarm and treatment could not be continued. The cable was removed from the power supply and the ¿off¿ button on the back of the machine was activated, yet the alarm continued to sound. To resolve the issue, the treatment had to be stopped and the tubing had to be immediately disconnected from the patient which resulted in 200ml or less of blood loss. It is unknown what the cause of the alarm was; it started out of nowhere during treatment. The patient completed their treatment after restarting on a different multifiltratepro machine. No repairs have been performed on the machine since the event. However, a technician performed several function tests on the machine without problems. At the time of follow-up, it was confirmed that the machine is fully operational again. No sample was available for evaluation, but a "flight record" [sic] was collected by the technician. There was no patient injury due to the blood loss, and the patient did not need medical intervention.